Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver contacted (B)(6) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 3 of 4. The caregiver stated they do have a cat in the room and she was not sure if the cat caused the error or not. The caregiver stated all the bags looked ok and the patient was connected, but she could not see if there were any tears or anything on the tubing. Gts then explained a large amount of air had entered into the disposable and that the patient would need to start over with all new supplies. Gts then assisted the caregiver in cycling power twice to clear the error. The caregiver stated they were just going to go to bed and perform a manual drain and fill in the morning. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.